Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they emergency medical assistance on (B)(6) 2017, got released and then got hospitalized due to dka on (B)(4) 2017, with blood glucose of over 600 - 700 mg/dl at the time of the incident. The customer got treatment for the highs and dropped to 20 mg/dl. The customer was given glucose gel and intravenous d5w to treat the lows. The customer was not wearing the insulin pump during the incident in more than 48 hours; however, the insulin pump had malfunctioned leading up to the high blood glucose. The customer states that her older pump blew its motor and was leaking insulin out. Troubleshooting did not occur for the alleged malfunction. The insulin pump will not be returned for analysis.